Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was getting a message that the battery was not charging. The perfusion system runs on alternating current (a/c), but no battery backup. Unknown if there has been a recent full discharge. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.